Manufacturer narrative:
Device passed the displacement test and rewind and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were sticky and unresponsive at that time. No harm requiring medical intervention was reported. Customer stated that the insulin pump had slow and loud while rewinding to load a new insulin cartridge. The insulin pump will not be returned for analysis.